Event description:
A surgeon reported that following an intraocular lens (iol) implant procedure, a pt experienced waxy vision. The lens was exchanged for another model iol one month later. Additional info has been requested.

Manufacturer narrative:
Eval summary: the product was returned for analysis. Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable info becomes available. Results from the product history record review indicated the product met release criteria. There have been no other complaints reported in the lot number. Additional info has been requested. (B)(4).